Manufacturer narrative:
Per tandem user guide: only use u-100 insulins in your pump. Only u100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using apidra insulin. Tandem technical support informed customer that apidra is off label per the user guide. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was no greater than 350 mg/dl.